Event description:
X3 tibial insert exchanged during irrigation and debridement.

Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz4 right; cat# 5512-f-402; lot# igbn. Tri ts baseplate size 5; cat# 5521-b-500; lot# imsk. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# x3ln. Tri post augment sz4 10mm 5544-a-400; lot# ikmi. Tri press-fit stem 17mm x 10; cat# 0mm; cat# 5565-s-017; lot# m8a51i. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision of a triathlon insert for unspecified reason was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for this lot was satisfactory. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
X3 tibial insert exchanged during irrigation and debridement.